Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose levels were reported. Prior to the hospitalization, it was stated that the insulin pump alarmed no delivery, but the customer did not check her blood glucose levels or give a manual injection at any point to treat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.